Event description:
A surgeon reported an unexpected refractive outcome, following an intraocular lens (iol) implant procedure. The lens remains in the capsular bag. The pt was unexpectedly myopic. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4). This report was mailed to FDA on: 07/23/2014. (B)(4)